Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Multiple mdrs have been filed for this event, reference 1822565-2017-01834 & 01835.

Event description:
It was reported that the patient has been indicated for a revision of the femoral head and acetabular liner due to an unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.